Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been placed under consideration for a valve-in valve intervention after an implant duration of 3 years, 4 months due to moderate to severe mitral stenosis and regurgitation. The patient presented with symptoms of heart failure. Per medical reports, the patient presented with symptoms of heart failure, per diagnostic imaging and studies demonstrated increased gradient to 10 mmhg, concerning for sever mitral stenosis and regurgitation. The patient has been placed under consideration for valve-valve procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in valve procedure after an implant duration of 3 years, 9 months due to severe stenosis and regurgitation. The patient presented with symptoms of heart failure. The tmvr was successfully performed with a 26mm 9755rsl valve. The patient discharged on pod #2. Per medical records, pre-op echo showed mitral valve mg increase 10mmhg, concern for severe stenosis. Tee showed a well-seated mv, transvalvular gradient of 6mmhg, findings suggest severe mitral regurgitation.

Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including patient history of coronary artery disease, coronary artery bypass graft, hyperlipidemia, diabetes. The device was not returned for evaluation, as it remains implanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including patient history of coronary artery disease, coronary artery bypass graft, hyperlipidemia, diabetes mellitus, and chemotherapy for skin cancer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: b2, h6 (health effect - impact code).

Event description:
It was reported and learned through investigation that a patient with a 27mm 7300tfx mitral valve underwent a valve-in valve procedure after an implant duration of 3 years, 9 months due to moderate to severe mitral stenosis and regurgitation. The patient presented with symptoms of heart failure. The tmvr was performed with a 26mm 9755rsl transcatheter valve. Per medical reports, the patient presented with symptoms of heart failure, per diagnostic imaging and studies demonstrated increased gradient to 10 mmhg, concerning for sever mitral stenosis and regurgitation.